Event description:
It was reported that the pump battery intermittently depleted quickly. The customer's blood glucose ranged from 241-303 mg/dl. The customer continued to use the pump for insulin therapy.